Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage was noted on the keypad traces. The insulin pump has cracked reservoir tube lip noted during visual inspection.

Event description:
It was reported that customer was not able to rewind pump and act button was unresponsive. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.